Manufacturer narrative:
No additional information could be obtained from the user facility. The device will not be returned to bard for evaluation. The device history record was reviewed finding nothing that could cause or contribute to the reported issue. The instructions for use which accompanies each device states in the precautions section, "the device implantation procedures require diligent attention to anatomical structure and care to avoid puncture of large vessels, nerves, bladder, bowel, rectum, or other viscera during needle passage. The product is recommended to only be used by physicians who are trained in surgical procedures and techniques required for pelvic floor reconstruction and the implantation of nonabsorbable meshes. (B)(4).

Event description:
It was reported that the surgeon tried to put the arm of the mesh through and the mesh broke. The product had to be removed and a second puncture was made for a new device to be placed w/o any further issues.